Manufacturer narrative:
The reported issue of dim segments was confirmed on 5 out of 5 returned boards. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. Visual inspection of each board was performed, and no damage, corrosion, or cold solder was observed. 5 out of 5 lvp display board assemblies exhibited dim segments. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing process. Review of the sn (B)(6)service history record showed the device had a manufacture date of 09-oct-2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 19-nov-2020 and indicated that this device has not been previously returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only display board was received for investigation.

Event description:
It was reported that five large volume pump (lvp) display boards needed to be replaced due to burnt out segment on display.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that five large volume pump (lvp) display boards needed to be replaced due to burnt out segment on display.